Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 57-year-old male patient, the device displayed a "check pads" message and unable to detect the attached electrode pads. Complainant indicated that the patient subsequently expired.